Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the initial implant procedure. During the procedure, the right ventricular lead exhibited low impedance values. The connection with the device was checked but the issue continued. The lead was not used and a new was implanted successfully. The patient was stable throughout the procedure.